Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 80 mg/dl, 150 mg/dl, and 225 mg/dl. On a different day, the customer received the following results on the aviva system within 10 minutes: "55 mg/dl or 56 mg/dl" and 170 mg/dl. No adverse event reported. The customer has two different aviva meters and it is unknown on which meter the results were taken on. The same strip vial was used for both meters. Return of the suspect device was requested for evaluation.